Event description:
It was reported, a critical pump alarm was heard and confirmed by telemetry. Approximately one week prior to the report, the patient had noted her pump alarming and the patient experienced increased spasticity. The patient was seen abroad and was told the pump had a battery issue. The pump was reprogrammed and the patient was started on oral medications. On (B)(6) 2010, the patient was seen in the clinic after returning from traveling. Pump logs showed a low battery reset and the pump was running in safe state on (B)(6) 2010. There was also a motor stall recovery message indicated but no motor stall. The patient was being scheduled for pump replacement. The pump delivered lioresal intrathecal as an unknown concentration and dosage. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).